Manufacturer narrative:
Device evaluated by manufacturer: promus select ous mr 16 x 3.00mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received 02september2022 it was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 16 x 3.00 promus premier select drug-eluting stent was selected for use but did not pass through the lesion. It was further reported that stent dislodged from the delivery system outside the patient while the guidewire was being loaded. The device was removed and the procedure was completed with an unspecified device. No patient complications were reported.

Event description:
Reportable based on additional information received (B)(6)2022 it was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 16 x 3.00 promus premier select drug-eluting stent was selected for use but did not pass through the lesion. It was further reported that stent dislodged from the delivery system outside the patient while the guidewire was being loaded. The device was removed and the procedure was completed with an unspecified device. No patient complications were reported.

Manufacturer narrative:
Updated: h6: evaluation conclusion code device evaluated by manufacturer: promus select ous mr 16 x 3.00mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was 0.0417 inch. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.